Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient during the emergent endovascular treatment of a 58mm ruptured abdominal aortic aneurysm . It was reported during the index procedure a type ia endoleak was identified. An endurant aortic cuff 28/28/49 was implanted to the level of the left inferior renal artery gaining approx 8mm of proximal seal and ballooning was completed. It was confirmed that the endoleak was resolved. Per the physician the cause of the endoleak was suspected to be because the graft may have been landed lower than planned or have gotten pulled down a little when removing the delivery system. No additional clinical sequelae were reported and the patient is fine.